Manufacturer narrative:
Device evaluation: one (1) used sample was returned for evaluation p/n 100/199/070j l/n 3741756; the sample was received in used condition. During visual inspection no discrepancies were found. During functional testing leakage was observed coming out from a small tear in the pilot balloon. The customer reported condition was confirmed. The most probable root cause is: ·the rubber used in the fixture for the printing of the inflation line was not changed during quarterly preventive maintenance.

Manufacturer narrative:
Foreign - report source: (B)(6).

Event description:
Information was received that a smiths medical portex clear eyesoft seal cuff tracheal tube passed a pre-use check and was intubated into a patient. However, an air leak from the cuff was detected. No adverse patient effects were reported.